Event description:
It was reported that the right atrial lead dislodged and there was no pacing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the patient that the patient "got a new lead." Follow-up clarified that the lead had been repositioned and was still in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).